Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer has been having really low blood glucose over the past 2 days. Customer had a fracture on her ankle and had surgery. Customer just came home from the hospital and since then, her blood glucose has been very low. Customer's blood glucose was 82 mg/dl at the time of the incident. Customer's current blood glucose is 49 mg/dl. Customer treated with food. Customer has been experiencing low blood glucose for 4 days. Customer's programming was found to be correct. Customer had surgery on her ankle and has been on pain killers recently. Customer stated that the pump was exposed to a MRI. Customer had a cat scan in the hospital and the pump may have been exposed. Customer was not hospitalized ude to her insulin pump or diabetes. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.